Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on the pk dissecting forceps instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's conductor wires were intact and undamaged, however the drive cable was frayed. The pitch cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.